Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer continued receiving occlusion alarms even after an infusion set change. A pump system check was performed and insulin was seen exiting the infusion set tubing. The contact reported that the cartridge was going to be changed as they had not changed their cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported occlusion alarm was identified and a different issue was identified.